Event description:
Patient provided imaging results. Capsular contracture. Baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "bilateral retropectoral breast implants, with rounded configuration compatible with capsular contracture baker grade iii", "presence of intracapsular rupture in the right breast", "right axilla with lymph node images, with siliconised material inside", "right breast with multiple liquid areas, not being able to visualize the identity of the prosthetic capsule and also within the prosthesis echogenic images. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "perforated" implant. The device remains implanted.

Event description:
Patient reported unknown side bilateral retropectoral breast implants, with rounded configuration compatible with capsular contracture, presence of intracapsular rupture in the right breast, right axilla with lymph node images, with siliconised material inside, right breast with multiple liquid areas, not being able to visualize the identity of the prosthetic capsule and also within the prosthesis echogenic images. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. The device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data:a.4, b.3, b.5, d.6b, h.6.